Event description:
Device report from colombia reports an event as follows: it was reported that on an unknown date, a blind unit was received in local stock marked with red tape. Upon manufacturer investigation it was determined that a pedicle probe had a broken tip and a derotation stick had one of its clamp yokes broken off. This report is for an exp 5.5 derotation qck stick f. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. A review of the receiving inspection (ri) for exp 5.5 derotation qck stick f was conducted identifying that lot number nw130886 was released in two batches. Supplier: norwood medical batch1: released on (B)(6) 2013 with no discrepancies. Batch2: released on (B)(6) 2013 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that exp 5.5 derotation qck stick f had one of its clamp yokes broken off. The broken fragment was returned. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the exp 5.5 derotation qck stick f would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.